Manufacturer narrative:
A ge svc rep performed an onsite investigation. The batteries need to be replaced. No further info was provided.

Event description:
The customer reported that the sys displayed a generator failed error message. No pt injury was reported.